Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the maryland bipolar forceps instrument stopped responding to commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting engagement failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was neither replicated nor confirmed. The part returned was returned in damaged condition. The instrument was returned with a broken input disk. As a result, the instrument failed engagement and unable to perform intuitive motion test on the in-house system. Additional observations related to the customer reported complaint: the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of logs showed one number of 22020 error codes, indicating the instrument failed to engage. The instrument was retested and failed engagement on multiple attempts. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. As a result, the instrument failed engagement test on in-house system. The instrument was found to have thermal damage on bipolar yaw pulley. The instrument was found to have exposed electrode on one of the bases of the bipolar forceps grip. The unit passed electrical continuity test. No sign of damage on the conductor wire.